Manufacturer narrative:
Event site telephone and postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The customer reported that during use cs100 intra-aortic balloon pump (iabp) with balloon catheter mega 40cc (iab) blood entered the device during use, causing inflation failure. No harm to the patient was reported.